Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the reported issue could be confirmed. The device alarmed with tf5507 on the day of the event. It is important to emphasize that no harm to the patient was reported. Please see below extract from the logfiles. 2025-01-05 08:41:12 nebulizer on special 500, 2025-01-05 08:41:12 nebulizer off special 501, 2025-01-05 08:40:39 tf : 5507 tech fault 5507, 2025-01-05 08:34:36 tf : 5507 tech fault 5507, 2025-01-05 08:32:56 tf : 5507 tech fault 5507, 2025-01-05 08:28:23 tf : 5507 tech fault 5507, 2025-01-05 08:27:15 nebulizer on special 500. 2025-01-05 08:26:27 nebulizer synchronisation insp. & exh. Setting 350. 2025-01-05 08:26:26 nebulizer pneumatic setting 349, 2025-01-05 08:24:50 tf : 5507 tech fault 5507, 2025-01-05 08:23:49 o2 enrichment 79 % setting 373. According to the service manual, the technical fault (tf) 5507 indicates that the air or oxygen inlet valve is unable to close properly. A replacement mixer valves was provided to address the reported issue. To date, despite several reminders, the manufacturer has not received any additional information or confirmation regarding the installation of the component. Furthermore, no additional complaints related to this device have been registered. Considering that no patient harm occurred, a replacement mixer valves was provided to address the reported alarm, and in the absence of any additional information received, hamilton medical considers this case closed.

Event description:
Hamilton medical ag received the following event description: during the ventilation, the device alarmed with tf: 5507 . No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.